Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had audio beep anomaly.. The customer¿s blood glucose level was 190 mg/dl at the time of the incident and the current blood glucose level was 300 mg/dl. The troubleshooting was performed for the audio beep anomaly and the customer declined the troubleshoot for the high blood glucose. The customer reports the tone test was performed for the audio beep anomaly and the insulin pump did not beep during the tone test. According to the customer insulin pump was off and unable to turn on. The customer stated that they heard a shrilling noise and customer felt like pump was going to explode. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, off no power test and all operating currents tested within the specific range. Device was monitored and tested with no blank display and audio or beep anomaly noted.